Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime, compromised force sensor test due to protruded or loose drive support disk. There was no motor error alarm. The motor passed motor test. The excessive no delivery alarm was not able to be performed because of the prime anomaly. The unit rewinds ok. The unit had minor scratched lcd window, cracked case near display window corners, battery tube threads, belt clip slot, reservoir tube lip, and missing end cap sticker.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 386 mg/dl. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer does not use the sensor feature. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.